Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reporting was based on the available information at the time of the problem description that the ventilator failed the flow transducer test during pre-use. A failed flow transducer test has several causes some of which may have underlying causes that represent a failure that may affect essential functions which in turn may pose a hazardous situation and in this case the delivered o2 concetration to the patient maybe lower or higher than intended. The ventilator was examined by ore field service engineer and the oxygen module was replaced. The logs were downloaded and the ventilator was returned to service. Our investigation of the returned o2 module found that it functioned without issues during ventilation but failed pre-use check after long periods of ventilation. The pressures transducers on the printed circuit board within the o2 module were examined and found functioning properly but it was only after replacing the pcb that the pre-use check was successful. The conclusion in the matter is that the cause was most probably a component failure on the pcb within the o2 gas module but the component has not determined.